Manufacturer narrative:
H.3. Evaluation summary: the ICD was returned to the manufacturer 06/2000. The reported event of noise was not observed when the ICD was attached to a cardiac simulator. Battery voltage was found to be at eri. The device otherwise showed normal device characteristics.

Event description:
Noise and aborted shocks were seen on electrograms. Upon opening the pocket, fluid was found inside the header as well as a loose set screw.